Manufacturer narrative:
The subsidiary's mfg engineering ctr (mec) could not duplicate the reported issue. The mec service engineer changed out the network interface card (nic) board and resolved the issue.

Event description:
It was reported that during set up of the device for a cardiopulmonary bypass procedure, there was an "x" displayed on the centrifugal control unit icon of central control monitor (ccm). The centrifugal control unit did not power on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.